Event description:
It was reported that the anchor broke inside the patient. Another bone hole was made to finish the procedure. There was no significant delay or patient injury reported.

Manufacturer narrative:
Device was not returned for evaluation. Clinical details were provided stating that the patient had hard bone and that an awl was used to prepare the insertion site. Per the device IFU a spade tipped drill is recommended in hard bone for site preparation. Use error may have been a contributing factor to the event. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. Complaint history search revealed no additional complaints for this production lot.